Event description:
During surgery the screw cold welded to the plate after the surgeon used power to put it in. This caused a delay of 15 - 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.